Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver reinitialization occurred. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. The product was evaluated. The receiver was returned for evaluation. An external visual inspection was performed and passed/ failed. A receiver charge and boot was performed and failed due to receiver not turning on. Performance data was not reviewed due to receiver not turning on. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.